Manufacturer narrative:
No conclusion code available; the reported field event of inappropriate shock, noise, and output circuit damage were confirmed in the laboratory via review of the device image. The device was tested on the bench and an anomalous capacitor connection in the hybrid was observed. It is believed that the anomalous capacitor caused noise and inappropriate shocks.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2017. Upon interrogation of the implantable defibrillator multiple episodes of inappropriate shocks and noise were observed. Different postures were tested to reproduce the noise, but noise was not observed. The physician suspected the noise was due to electromagnetic interference. The patient was administered to the hospital where multiple shocks were still delivered. A magnet was placed over the device to suspend high voltage therapy. On (B)(6) 2017, the device was interrogated again. The device exhibited telemetry anomaly. Different postures were tested again but still could not reproduce the noise. Circuit damage was suspected to have occurred on (B)(6) 2017 based on the fastpath summary. The device was explanted and replaced on (B)(6) 2017. The patient was stable before and after the procedure. Noise was not recorded after the device was replaced.